Event description:
It was reported that the patient presented for a follow-up in clinic. It was found that the insertable cardiac monitor was failing to be interrogated. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.